Event description:
It was reported on (B)(6) 2023, a 25mm navitor valve was selected for a valve in valve implant for a patient with a prior surgical valve. The patient had extremely low coronary arteries on the left coronary artery. The physician chose to perform a technique called basilica and on the right chimney. When the basilica procedure began, the patient went into a cardiorespiratory arrest, but improved after the maneuver, the 25mm navitor was implanted, and through the echocardiogram it was noted that the navitor was under expanded, requiring post dilation, which was performed. There was an occlusion of the coronary artery, leading the patient to death. It was unknown what caused the coronary artery occlusion or when it occurred (before or after the post dilatation).

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported on 06 october 2023 a 25mm navitor valve was selected for a valve in valve implant for a patient with a prior surgical valve. The patient had extremely low coronary arteries on the left coronary artery. The physician chose to perform a technique called basilica and on the right chimney. When the basilica procedure began, the patient went into a cardiorespiratory arrest, but improved after the maneuver, the 25mm navitor was implanted, and through the echocardiogram it was noted that the navitor was under expanded, requiring post dilation, which was performed. There was an occlusion of the coronary artery, leading the patient to death. It was unknown what caused the coronary artery occlusion or when it occurred (before or after the post dilatation).

Manufacturer narrative:
An event of acute coronary obstruction, acute hemodynamic compromise and death was reported. A returned device assessment could not be performed as the device and was not returned for analysis. Information from the field indicated that navitor valve was selected for a valve in valve implant in a patient with extremely low coronary arteries. Based on the information received, the navitor was implanted and after post-dilation, there was acute coronary obstruction which caused acute hemodynamic compromise and death. The cause of death appears to be procedural in nature due to acute coronary obstruction; there was no device malfunction noted. While "low" coronaries were reported, we have not been able to confirm this to determine if the height of the coronaries was outside of the IFU recommendations.